Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device stopped ventilating during a case. They rebooted the unit and it started working again. The case was finished. No reported patient injury. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
For the investigation the logfile was analysed. The described problem could be retraced. It was found that during the relevant procedure, the ventilator detected a wrong motor position and forced an autonomous shutdown to safety mode. In this state the ventilator changes to man/spont (safety mode) and generates the appropriate ventilator fail alarm. Manual ventilation remains possible as it was in this special case. The therapy was continued using manual ventilation. The user restarted the device (power off/on) and continued therapy without any further problems. The analysis of the device logfile revealed no indications for a general motor- or motor control problem. It is therefore possible that the patient's coughing reported led to a blockage of the ventilator, but transient contamination of the encoder disk/light barrier also appears to be a conceivable cause. On site the device was tested according to manufacturer's specification and returned into use. The exact root cause couldn¿t be determined. It can be concluded that the device reacted as specified with an autonomous shutdown of the ventilator and alarmed audible and visible for ventilator fail while autonomously changing to manual ventilation (man/spont). Manual ventilation remained unaffected, as specified. All alarms, possible causes and remedies are described in the instructions for use.

Event description:
It was reported that the device stopped ventilating during a case. They rebooted the unit and it started working again. The case was finished. No reported patient injury. The device has no UDI as an UDI was not required at the time the device was manufactured.